Manufacturer narrative:
(B)(4). Unit passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and selftest. Insulin pump error alarm was present in the format history file. Problem isolated to the electronic assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received software error detected. Customer was able to clear the alarm and able to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.